Event description:
It was reported that pump the battery life had shortened so pump needed charging every other day. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.